Manufacturer narrative:
E1 - initial reporter address 1: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection were noted with no issues on hypotube shaft, outer and inner lumen and tactile examination of the entire extrusion. A detailed microscopic examination of the balloon material identified a pinhole leak 1mm proximal to the proximal markerband. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres (atm) as per, wolverine, instructions for use (IFU), however, it was observed that a leak was occurring. A pinhole leak was identified 1mm proximal to the proximal markerband. No other issues were identified with the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 8atm for 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10 mm x 3.25 mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 8 atm for 20 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.